Event description:
Patient being treated for ophthalmic intracranial aneurysm with embolization device. Device intended to be inserted and remain in patient. The device would not detach inside the patient. This device was replaced with another, and the patient was not harmed.